Event description:
Allegedly revised due to poly wear.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.product not returned. No specific product information was provided.product conformance could not be determined. Use of device could not be determined.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the initial reporter; however, none has been provided. Although several attempts have been made, no response has been received from the user facility. The device event code is addressed in the package insert. This is the same event as 1043534-2010-00471. (B)(4).

Event description:
Allegedly revised due to poly wear.